Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR report #3008829311-2018-00216 , reference MFR report #3008829311-2018-00217, reference MFR report #3008829311-2018-00218. It was reported at the patient experienced autoreducing due to lead migration (reference MFR report# 3008829311-2017-00486). As a result, the patient underwent surgical intervention wherein the physician opted to replace the leads at the lumbar level l3 and acral level s1. Postoperatively, effective therapy was restored.